Manufacturer narrative:
Intellanav mifi open-irrigated ablation catheter was returned to boston scientific for analysis. Upon receipt at the post market quality assurance laboratory the device underwent visual inspection, functional testing, leakage testing, and flow testing. The device did not have visual defects. The steering knob and the tension control knob functioned properly on both lock and unlock positions. No abnormal resistance was felt when actuating the steering mechanism. The device lumen was leak tested using an isaac hd leak tester (pressure decay test system) and a touhy bourst seal for sealing the irrigation holes and mini electrodes. The lumen pressure decay was measured three times, and the unit passed the leakage test without problems. The device was connected to a metriq pump and was purged at 60 ml/min. All six irrigation ports flow freely. The pump was programmed to 30ml/min and the device was irrigated for 5 minutes without any errors or pump messages. The returned intellanav mifi open-irrigated ablation catheter was analyzed, passed all tests performed, and exhibited normal device characteristics. The reported event was not confirmed. It is important to know that boston scientific manufacturing processes include extensive inspections, testing and controls to ensure that all finished devices meet all material, assembly and performance specifications and as was confirmed through the device history record (DHR), the device met all the manufacturing specifications required and passed all the controls and inspections, no abnormalities were reported during the assembly process; however, there is no control of how the unit was handled by the customer in the field. Since no damages were found on the returned device nor any corroborating evidence, the probable cause cannot be confirmed due to the lack of information.

Event description:
It was reported that during a procedure to treat atrial fibrillation an intellanav mifi open-irrigated ablation catheter was selected for use. There was an error with the irrigation port and the inner air was not removed. The catheter was replaced with another of the same model and the procedure was completed. No patient complications were reported. The device was returned for analysis.

Event description:
It was reported that during a procedure to treat atrial fibrillation an intellanav mifi open-irrigated ablation catheter was selected for use. There was an error with the irrigation port and the inner air was not removed. The catheter was replaced with another of the same model and the procedure was completed. No patient complications were reported. The device is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.